Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated.